Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in alarms which was not reproduced during evaluation. Air in line alarm were verified through a review of the event history log and found to be caused by an out of specification ultrasonic sensor which failed calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. During incoming device evaluation assessment (idea) testing a system error 345 occurred which was reproduced during evaluation. The cause was identified to be the downstream thermistor readings out of specification. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarms. There was no patient involvement. No additional information is available.